Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the yaw pulley and proximal idler pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. No known impact or patient consequence was reported.